Event description:
Report of catheter breaking/disintegrating during removal. The PICC line had been inserted for there (3) weeks, and vancomycin bd with continuous keep vein open infusion line fractured during removal at end of therapy. Patient transferred to theatre for removal of multiple fragments.